Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
A user facility medsun mandatory medwatch report (uf/importer report# mw5147683) was received that stated, "pump alarming occlusion, difficult trouble shooting, found tubing was kinked at unique are of tubing. Removed and replaced.¿ the complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was difficult for the nurses to identify the point of occlusion. The reported issue delayed medication administration for an unspecified amount of time. It is unknown if the kink was noted upon removing the set from the package. This complaint is also associated with medwatch report (B)(4). Due to the nature of where the kinking had occurred, the issue was not easily detectable during clinical care. The solution was not warm. There was a patient involved, however there was no harm.

Manufacturer narrative:
A photo was returned showing the cassette of the 146870489 primary plum set inserted into a plum pump. The tubing at the outlet port appeared to be kinked. It is unknown if the kink caused an occlusion. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.